Event description:
The generator indicated an error stating: "grounding pad detached ¿ check grounding pad connection with generator, ensure pad is adhered fully to patient skin¿. Troubleshooting was performed (e.g. Turn machine on and off, changed grounding pads, change adaptor cables) which did not resolve the issue and the case was cancelled.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported event and subsequent delay remains unknown.

Manufacturer narrative:
One ionicrf¿ generator was received for investigation. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the returned product and a successful post (power on self-test) was confirmed. A review of the system log files confirmed the occurrence of the reported error message displayed on 21apr2022. However, this error could not be reproduced during the evaluation. Log files also confirm multiple and repeated lesions were successfully performed after the reported event date without reoccurrence. Temperature and impedance feedback values were as anticipated for the testing performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, review of the log files confirmed the occurrence of the reported error message.